Event description:
It was reported that cartridge alarm 20 occurred during load process while caller followed prompts and removed used cartridge when instructed. There was no adverse impact to the customer¿s blood glucose level. Caller then loaded new cartridge with guidance from technical support using proper load technique, successfully resumed insulin therapy, and no additional issues were reported.